Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in the pacing impedance measurements. The measurements remained in range. The increase appeared to be gradual. The physician decided to surgically abandon this lead and replace it. No additional adverse patient effects were reported.